Manufacturer narrative:
Four photos were taken by the customer, 3 of the packaging and one that confirms the product failure of the tubing separated from the outlet port of the distal y-site. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the photo does not show enough evidence to identify a potential root cause such as lack of solvent, a gap in the solvent application and/or tubing out of spec that generates the condition reported without the sample available. No actions were taken due to the photo does not show enough evidence to identify a potential root cause. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that they assessed the patient they found that blood was backing up and soaking the sheets. They thought at first that the IV had been cut somehow but when they looked closer it looks like it just completely came undone. They know there was some question as to whether supplies were being left on loading dock too long and wonder if this could have caused the tubing failure. This is from the propofol tubing. So not the fluid tubing spiked in preop but the tubing spiked by me in the procedure room. There was no tugging or pulling whatsoever.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.